Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during the lockdown period at the beginning of the year, the patient was in london without the subject home monitor (it was left in italy). Therefore, a new home monitor was provided. Once the patient returned to italy, where the previous home monitor was (the new home monitor was left in london), s/he called for technical assistance as it was not possible to use this home monitor: the ICD was paired with the home monitor in london. Therefore, the ICD was unpaired from the device in london. Nevertheless, after this, it was still not possible to pair the subject home monitor with the patient¿s ICD. Additionally, it was observed that this home monitor had not communicated with back office since (B)(6) 2020. On (B)(6) 2020, the subject home monitor was reportedly displaying an orange light in its status led. Consequently, it was replaced.

Event description:
Reportedly, during the lockdown period at the beginning of the year, the patient was in (B)(6) without the subject home monitor (it was left in (B)(6)). Therefore, a new home monitor was provided. Once the patient returned to (B)(6), where the previous home monitor was (the new home monitor was left in (B)(6)), s/he called for technical assistance as it was not possible to use this home monitor: the ICD was paired with the home monitor in (B)(6). Therefore, the ICD was unpaired from the device in (B)(6). Nevertheless, after this, it was still not possible to pair the subject home monitor with the patient¿s ICD. Additionally, it was observed that this home monitor had not communicated with back office since (B)(6) 2020. On (B)(6) 2020, the subject home monitor was reportedly displaying an orange light in its status led. Consequently, it was replaced.